Manufacturer narrative:
This report is being supplemented to provide an update to fields h7 and h9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to d4-UDI. Although the lot of the actual product is unknown, it was confirmed the subject device that was used was a design changed product. Therefore, it was judged to be a complaint due to a design change product and an investigation was conducted. Reconfirmation of complaint event: since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). Type test: when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and past investigation results, since it is confirmed that if the distal cover can be attached correctly according to the procedure in the manual, it will not come off from the tip of the endoscope. It is likely the reported event occurred due to the following mechanism. The distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. However, the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3. "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2024-00008.

Event description:
An olympus representative reported on behalf of the customer that the single use distal cover came off from the evis exera iii duodenovideoscope at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp), which was done for abdominal pain status post previous ercp. The cover was not on the scope after withdrawal from the patient. The clinician first checked the back of the throat and then an esophagogastroduodenoscopy (egd) had to be added to the procedure. The cover was found in the duodenum and retrieved during the subsequent egd. Upon retrieval, it was noted that the cover had split in half. The patient was kept under general anesthesia after the ercp while an egd was performed to remove the distal cover, so anesthesia time was extended but the exact duration was unknown. The procedure was completed with the same device. There was no further patient impact reported. There were no other issues noted with the scope. Olympus received further information that the redesigned distal cover was reportedly used. No anti-fog agent was applied to the scope lens. After the distal cover was applied, a small amount of surgilube was used on the back side of the scope (solid portion of the distal cover) before inserting the scope. The customer confirmed that the cover was not damaged after attaching it to the scope, that they attached the cover to the scope and then pulled or twisted the cover to make sure it does not come off, and that the cover was pushed firmly until the hook of the distal ring was fully visible within the distal cover opening. The related patient identifier (B)(6) reports the evis exera iii duodenovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation results. The suspect device was returned to olympus for evaluation. A visual inspection upon the received condition was performed and it was observed that the bottom area of the distal end cover splits/split in half. There were also scratches noted on the distal end cover. In addition, there were dried foreign stains inside the distal end cover opening area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.